Event description:
A customer contacted beckman coulter inc. (Bec) stating they were getting multiple errors on the cartridge chemistry (cc) side and all tests on the cc calibration failed on the unicel dxc 600 pro synchron clinical system. No erroneous patient results were generated.

Manufacturer narrative:
The customer noted that the cc sample probe sample tubing was disconnected from the top of the holder and the fluid was shooting out of the line. The customer reattached and reconnected the sample line before calling bec cts (customer technical support). Cts had the customer press the stop key, and then using personal protective equipment (ppe), manually spin the sample mixer paddle and the reagent mixer paddle. The paddles turned fine. Cts had the customer home the system and try a cc side calibration again which failed with the same error messages. Cts had the customer try a diagnostic check of the cc sample mixer and cc reagent mixer. On the sample side test, rpm reading was "zero". On the reagent side test, the rpm test read 14,018rpm. The sample mixer motor was not working and needed replacing. A field service engineer (fse) went on-site and tried to calibrate mixer motor speed and the test failed. Fse replaced the cc sample mixer motor assembly, calibrated mixer motor speed and performed required alignments which resolved the issue. (B)(4).